Event description:
It was reported that the device had an occlusion alarm. The event occurred during testing. There was no delay in therapy. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation in used and decontaminated condition. Visual inspection performed. Peeling downstream occlusion (dso) seal and damaged air detector. Performed functional testing. The customer's reported problem was not duplicated. Problem found in event history log. Intermittent dso and upstream occlusion (uso) sensor failure. Dso and uso sensor were replaced to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.